Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature procedure performed on (B)(6) 2022. During the procedure, the device could not deploy off the bands. It was reported that "the fixation wire was locked, not allowing proper assembly." The device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the trip wire was misassembled by not taking up the slack correctly.

Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.